Manufacturer narrative:
The customer¿s report that the tubing set had leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection remnants of clear liquid was observed within the set¿s tubing throughout the as-received set. No other damages, tool marks, or anomalies were observed at the upper fitment or the set during initial visual inspection. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small tear on the silicone segment. The surface of the tear site was jagged and uneven. The source of the leak is due to a small tear damage in the silicone pump segment near the upper fitment. The root cause of the tear damage could not be definitively determined.

Event description:
It was reported that the rn hung a new IV bag of bumex 100ml at 12:39pm on the cardiology unit, and programmed the device to infuse at a rate of 10ml/hour with the dose being 1mg/hour with a concentration of 0.1mg/ml to infuse for the duration of 10 hours. Approximately at 2:00pm, the rn responded to the device alarming for air-in-line, and the IV bumex bag was found to be empty. The rn checked the device programming to find that it was correct and the remaining vtbi (83.7ml) stated was accurate. Upon assessment, the rn found that the patient's bed and bed linens were wet and that the tubing set had leaked. Pharmacy was notified and a new bumex IV bag was reissued. The customer further stated that there were no adverse effects caused to the adult patient from the event.